Manufacturer narrative:
The product was received for evaluation. Additional information was received which reported the patient's date of birth and age at the time of the event, jan 31, 1951 (72 years old) and the patient's gender, female. The following sections have been updated accordingly: section a2: age: 72 year(s). Section a2: date of birth: (B)(6) 1951. Section a3: gender: female. Section h3: evaluated by manufacturer: yes. Device evaluation: visual inspection of the complaint handpiece revealed that it was received with the plunger rod fully advanced. Further inspection of the cartridge revealed that it was received with viscoelastic residue coating the length of the cartridge, suggesting that an adequate amount of ovd was used. The handpiece was disassembled and the assembly was inspected, no issues that could cause or contribute to the complaint issue could be identified. Visual inspection of the lens revealed that it was received coated in viscoelastic residue. The lens was cleaned and, a scratch on the spare tire and edge of the optic could be observed. The complaint issue of ¿cosmetic issues¿ was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Per manufacturing procedure, lenses are 100% inspected for defects, such as those described by the complaint event, prior to placement inside of the lens module. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. A search of complaints related to this production order (po) was performed. The search revealed that no similar complaint for this production order number has been received. Conclusion: as per complaint investigation results, the product was released within specifications. The complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) had a scratch on it. It is unknown if there was any patient contact. No additional medical or surgical interventions were required. There are no planned interventions. No further information was provided.

Manufacturer narrative:
Section a2, a4, and a5: unknown; requested but not provided. Section d6a: if implanted, give date: not applicable, as there was no indication that the lens was implanted. Section d6b: if explanted, give date: not applicable, as there was no indication that the lens was implanted, therefore not explanted. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.